Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete.

Event description:
Device issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device was observing a fellow attempt an arteriotomy closure of an unspecified vessel after an unspecific procedure. Reportedly, a cuff miss occurred. When the needle plunger was removed, no sutures were present on the needles. The device was removed. The method used to achieve hemostasis was not reported. There were no reported adverse patient effects. Though requested, no add'l info was provided.